Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj3) was analyzed and no issues were noticed during visual inspection. In system logs, error 23072 was confirmed indicating that the unit encountered, ¿excessive mismatch error between primary and secondary suj readings¿, pointing to the z-axis or vertical axis. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a faulty suj proximal cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj3) due to error 23072. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj3.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted sleeve gastrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 23072 occurred. The tse explained that the system could be used when universal surgical manipulator (usm3) vertical axis was not moved. The customer power cycled the system, but the error remained. The surgeon elected to convert the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer noticed the error on usm3 while preparing the procedure. The error was resolved after power cycling the system; however, during docking, it was discovered that the usm was still blocked. Therefore, the patient was promptly switched to laparoscopic surgery. There was no patient injury or procedure delay. Surgical ports were placed, and the ports could still be used for the laparoscopic surgery.